Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a dark fiber, 1 cm in length, in the buretrol chamber. The foreign particle was removed and examined using optical microscopy. In addition, fourier transform infrared spectroscopy was used to determine that the particle was polyethylene terephthalate. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an IV technician detected particulate matter in a butretrol add-on set while priming the device. The technician spiked a 500 ml evacuated container with a pall filter and attached the buretrol set to the other end of the container. The device was primed with approximately 200ml of cardioplegia medication, which consisted of 0.051gm/ml of dextrose, 0.128gm/ml of mannitol and 0.258meq/ml of sodium bicarbonate. While filtering the solution, a dark loose particle, appearing to be a fiber one centimeter in length, was observed floating in the burette chamber. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.